Event description:
A report was received that the patient was receiving intermittent stimulation. An impedance check revealed high impedances on both percutaneous leads. The patient underwent a revision procedure and the physician chose to replace the leads.

Event description:
A report was received that the patient was receiving intermittent stimulation. An impedance check revealed high impedances on both percutaneous leads. The patient underwent a revision procedure and the physician chose to replace the leads.

Manufacturer narrative:
Device evaluation indicated that the leads passed mechanical tests performed. Lead s/n: ( B)(4). The complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 6 inches from the distal end, where the lead appears to have been sutured. All cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. Lead s/n: (B)(4). The complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 6 inches from the distal end, where the lead appears to have been sutured. Cables #1, #4, #6 and #7 were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial/lot # (B)(4) description: linear st lead, 50cm.